Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead exhibited noise oversensing. The physician implanted a single chamber pacing system on the left chest. The right ventricular lead and high voltage system remain in use. The patient is recovering from procedure.